Event description:
While doing repairs on an infant warmer, the clinical engineer noticed the giraffe spot pt light hanging on the side of the warmer had a brown area on the lens cover. After further investigation, the brown area appeared to be burned. The technician then went to the newborn ICU and observed several other units with the same problem. Some of the covers observed were actually melted. It was noted during this investigation that several of these pt spot lights are mounted to the sides of the open ohio infant warmer systems. The goose neck of the lamps are swung so the lens is actually under the heating element of the warmer. This is causing the burn and melted areas on the lens covers. Clinical engineering suggested to the department that these lights not be placed under the heating element. This practice has a potential for starting a fire. Clinical engineering suggested the goose neck on the light be moved so the lens cover is to the side of the warmer case and not below the heating element. These lens covers are made of plastic. The heat emitted from the warmer's heating element could cause burning and melting of the plastic.